Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Unique identifier (UDI): (B)(4). The field service engineer (fse) found an issue with a rinse nozzle; the rinse nozzle was adjusted. The fse also adjusted, flushed and replaced other various parts of the instrument. Ise checks completed successfully and calibration and qc were acceptable. The system was performing within specification.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for creatinine jaffe gen.2 (crej2) on a cobas 6000 c (501) module. "Patient (B)(6)" initial result was 0.02 mg/dl. The repeat was 2.03 mg/dl. The initial result was reported outside of the laboratory where the physician requested a rerun. The crej2 reagent lot number was 507621. The expiration date was not provided.